Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma. Remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site. Potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 55-year-old male in cardiogenic shock presented for impella 5.5 support. The pump was implanted on (B)(6) 2023, and on (B)(6) 2023, the patient was taken for a washout hematoma. It was determined the patient was not actively bleeding. The impella device was explanted on (B)(6) 2023 at which time the patient was bridged to a left ventricle assist device.